Event description:
It was reported that there was an overall increase in the pt's impedances across all electrode channels. There has been a reported decrease in the pt's speech understanding of 50%.

Manufacturer narrative:
The event was reported upon becoming aware that the device has been explanted. The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.